Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID 8709 lot# serial# (B)(4) implanted: (B)(6) 2006-explanted: product type catheter. Analysis of the pump found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. Analysis of the catheter found that there was a hole/tear in the catheter body caused by the catheter connector pin. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis. The patient was receiving an unknown intrathecal medication via an implanted pump. The indication for use was not reported. Further information was not provided.